Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded. Laser fibers are consumable devices and are expected to degrade with use. In addition, the fiber connector had no issues or defects, it also passed the transmission efficiency test. Microscopic inspection of the connector face did not find any spots, debris or fiber break. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation. The reported allegation could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber had cracks and black spots on the end face. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber had cracks and black spots on the end face. The procedure was completed with another device. There were no patient complications.